Event description:
Event description cpi received information that the physician was unable to interrogate the implantable cardioverter defibrillator (ICD) using the quick start feature. When an interrogation was finally initiated using the mini application a message indicating a possible device malfunction appeared on the programmer. The ICD was removed and replaced.